Event description:
When the pt's parent powered up the pt's sound processor, the pt reportedly had no sound percept. The pt was seen for eval. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device has been scheduled.